Event description:
(B)(4). No serious injury alleged. Malfunction alleged.per provider the lift parts from the arm and the plastic piece have expanded and the holes are elongated. MDR filed.

Manufacturer narrative:
(B)(4).